Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was placed in the operating room and when connecting to infuse the hub tore. As a result, a new kit was opened and immediately placed. There was a delay in treatment causing a big bleed to the pt, no pt death, and no pt complications were reported. The pt outcome was okay.